Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of redp0013 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that it was found during catheterization that the connector 7812400 was not attached to the catheter firm, easily separated.